Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor or (material # 256082), batch number 1126645. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch review was performed for the number provided. Retention testing could not be tested as they are expired. However, pictures were returned and investigated. The reported issue was unable to be confirmed. No trend against false positive results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4) the following information was provided by the initial reporter: "routine test on medical staffs about 39 pax daily, on (B)(6) 2021, a doctor and a nurse getting art positive case, these 2 staffs were sent to perform pcr with the pcr result negative."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "routine test on medical staffs about 39 pax daily, on (B)(6) 2021, a doctor and a nurse getting art positive case, these 2 staffs were sent to perform pcr with the pcr result negative."